Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for preparation for an advisory device replacement. Post paced t-wave oversensing was noted. The patient did not receive therapy during the oversensing. Programming changes were made.